Event description:
Pre-operative diagnostics were received, confirming that the generator was functioning normally. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient's seizures have increased in the last few weeks and he's now using rescue meds. Per clinic notes, the patient's battery life was recently 25-50% remaining. The patient's generator was replaced prophylactically. Per hospital policy, product return is not expected. No further relevant information has been received to date.